Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: branch vessel occlusion or obstruction, stent graft: improper placement w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. An unwrapping technique (to remove a part of the double wrapping under the leading olive using scalpels, leaving the sleeve on the lesser curvature) was performed to the gore® tag® conformable thoracic stent graft with active control system at the physician¿s decision. It is also identified as a ¿sleeve cut¿. Reportedly the sleeve was cut about half of all circumferences. And then, the gore® tag® conformable thoracic stent graft with active control system was implanted from where the first stent row of it cover the left subclavian artery. An angiography from the thoracic aorta observed that the left subclavian artery was visible and the flow was not so slow, but an angiography from the left subclavian artery revealed that the thoracic aorta was not visible (it seemed there was no flow to the aorta). A bare metal stent was implanted in the left subclavian artery. The blood flow was improved. The patient tolerated the procedure. The physician stated that the catheter of the gore® tag® conformable thoracic stent graft with active control system was rotated while it was advanced and the uncut sleeve might have covered the left subclavian artery.

Manufacturer narrative:
Corrected the statement of h6: code d12 as below. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: branch vessel occlusion or obstruction.